Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01013. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the celiac trunk using ruby coils. During the procedure, while advancing a ruby coil in a lantern delivery microcatheter (lantern), the physician experienced friction in the lumen and attempted to retract and reinsert the ruby coil; however, it was not successful. Therefore, the ruby coil was removed. A new ruby coil was then opened and inserted into the lantern but the same issue was encountered; therefore, it was removed. The procedure was completed using other ruby coils, pod packing coil (podj) and the same lantern. There was no report of an adverse effect to the patient.